Event description:
It was reported that during implantation, the tip of the long white screwdriver fractured and broke off into the head of the central screw while the baseplate was being tightened. The fragmented pieces were retrieved intraoperatively. No replacement instruments or implants were required, and the procedure was completed successfully with the baseplate fully seated.

Manufacturer narrative:
Corrections: b1 adverse event/product problem, h1 type of reportable event, h6 clinical code, health code. D4 lot/serial no. H3 device evaluated by mfg. The reported event was not confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during implantation, the tip of the long white screwdriver fractured and broke off into the head of the central screw while the baseplate was being tightened. The fragmented pieces were retrieved intraoperatively. No replacement instruments or implants were required, and the procedure was completed successfully with the baseplate fully seated.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.